Event description:
It was reported that pt has stopped progressing with the device. The audiologist has seen fluctuations that are sometimes half of the initial esrt values. Receptive language skills have neither declined nor improved. The gap between pt's receptive language age and her chronological age is widening. Pt has been attending a school with intensive oral/aural, avt rehabilitation. An iq test has been performed indicating that the cognition is above normal. As per the info received on (B)(6) 2014, the left ear continues to fluctuate. A revision surgery is planned. It will likely be conducted after (B)(6) 2014, but a date has not been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.